Event description:
The rproter stated the surgeon inserted a cq2015 collamer three-piece lens but the lens tore. The lens was removed but it was unk if the incision was enlarged or sutured. The reporter stated it was unk as to why the lens tore.